Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large where a hemostatic valve separation issue occurred. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath - large was leaking fluid back from the hemostatic valve. The valve did not break into pieces. It is unknown the approximate volume of blood that was lost; however, there¿s no indication that the blood leakage was excessive. Patient¿s hemodynamics was not compromised and no interventions were required. No air entered into the patient¿s body. The sheath was replaced and the issue resolved. With the information available, this event was not assessed as a patient event but as a hemostatic valve separation product malfunction, since it is most likely that the blood leakage occurred due to a malfunctioning/dislodged valve.

Manufacturer narrative:
Initially it was reported that the event was assessed as a hemostatic valve separation issue. The bwi product analysis lab received the device for evaluation on (B)(6)2021 and on (B)(6)2021 it was observed that the device was received in the condition reported as the hemostatic valve was dislodged inside the hub. This issue remains assessed as MDR reportable. The investigation was completed on (B)(6)2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large where a hemostatic valve separation issue occurred. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath - large was leaking fluid back from the hemostatic valve. The valve did not break into pieces. It is unknown the approximate volume of blood that was lost; however, there¿s no indication that the blood leakage was excessive. Patient¿s hemodynamics was not compromised and no interventions were required. No air entered into the patient¿s body. The sheath was replaced and the issue resolved. The sheath was inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remained intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment and leaking; however, this could not be conclusively determined. No other anomalies were observed. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodgment hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)